Manufacturer narrative:
PMA/510(k) #k160229. Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. (B)(4). Importer site establishment registration number: (B)(4). No update to investigation conclusions provided in initial report.

Event description:
As reported to customer relations: "during the procedure it was noted that there was excessive bleeding, more bleeding than normal." District manager confirmed on (B)(6) 2017 this occurred during the procedure, and that the physician will not provide any further information.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #k160229 this complaint is related to an echotip procore endoscopic ultrasound needle of an unknown lot number. The device involved in this complaint was not available for return to cook ireland for evaluation. No further information available. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. As the echo device was not returned for evaluation and no specific device malfunction was noted during the procedure it is not possible to determine the root cause of this complaint. The manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "during the procedure it was noted that there was excessive bleeding, more bleeding than normal." District manager confirmed on 05may2017 this occurred during the procedure. And that the physician will not provide any further information.